Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument was not in sync with the surgeon's movements. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the non-intuitive motion, an investigation is in progress to determine the cause of this reported event. Isi has requested the fenestrated bipolar forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. No image or video was available for review. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument moved with unintuitive motion. The initial report is ambiguous. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.